Manufacturer narrative:
Date of birth: unknown. The patients age was used to determine a placeholder date for this field. The initial reporter also notified the FDA via medwatch # (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of the infusion set leaking and bubbling out could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 21023018 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 16feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that iron-sucrose leaked from the as lvp 20d dehp 2ss cv during the infusion. The following information was provided by the initial reporter: a patient with a history of anemia was receiving an IV infusion of iron-sucrose. While receiving IV treatment, IV tubing, from alaris pump module smartsite infusion set, was leaking and bubbling out. Leak was in tubing before threaded connection where tubing went into clear plastic cylinder, before connection that attaches to patient's adapter.